Manufacturer narrative:
(B)(6). The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, the saber balloon catheter (bc) ruptured at four to five atmosphere (4 to 5 atms). There was no patient injury. The balloon was removed and another saber bc was used to complete the procedure. The target lesion is the superficial femoral artery (sfa). No abnormalities were observed on the product. The product was delivered from the warehouse where the product was managed in the sanitary area. The packaging box and package were opened and taken out of the tray. An approach to the lesion was made by inserting the competitor's sheathless 55 cm from the common femoral artery (cfa) and crossing the mountain. The operator passes the lesion using a competitor's guide wire, then observes the lesion area with ivus where it was confirmed that there is calcification in part. It was determines that it is a diffuse lesion, and judges that there is no problem with balloon dilation. The saber bc was as per the instruction manual and there were no abnormalities. Although there was some resistance at the time of passage of the lesion, the first expansion was performed at 4 to 5 atms with a competitor's inflation device. A balloon rupture was confirmed by contrast agent leakage. The balloon was carefully withdrawn from the patient and the device was able to be removed without impacting the patient. There was a rupture within the prescribed pressure. The procedure was continued using the same size balloon that could be removed without affecting the patient, and a smart stent was expanded under ivus. The procedure was completed. The patient was not affected by the balloon rupture. Due to blood adhesion, it was not possible to collect the defective product according to the hospital rules. No other information was provided.

Manufacturer narrative:
During use, the saber balloon catheter (bc) ruptured at four to five atmospheres (4 to 5 atms). There was no patient injury. The balloon was removed, and another saber bc was used to complete the procedure. The target lesion is the superficial femoral artery (sfa). An approach to the lesion was made by inserting the competitor's sheathless 55 cm from the common femoral artery (cfa) and crossing the mountain. The operator passes the lesion using a competitor's guide wire, then observes the lesion area with intravascular ultrasound (ivus) where it was confirmed that there is calcification. It was determined that it is a diffuse lesion, and judges that there is no problem with balloon dilation. Although there was some resistance at the time of passage of the lesion, the first expansion was performed at 4 to 5 atms with a competitor's inflation device. A balloon rupture was confirmed by contrast agent leakage. The balloon was carefully withdrawn from the patient and the device was able to be removed without impacting the patient. There was a rupture within the prescribed pressure. The procedure was continued using the same size balloon that could be removed without affecting the patient, and a smart stent was expanded under ivus. The procedure was completed. The patient was not affected by the balloon rupture. No abnormalities were observed on the product. The saber bc was as per the instruction manual and there were no abnormalities. The product was delivered from the warehouse where the product was managed in the sanitary area. The packaging box and package were opened and taken out of the tray. No other information was provided. The product was not returned for analysis. A product history record (phr) review of lot 17655849 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of diffuse calcification may have contributed to the reported event as calcification is known to cause damage to balloon material. It was reported that there was some resistance crossing the vessel and it is likely the damage to the balloon occurred at this time. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.